Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via journal article: title: laparoscopic appendectomies: does technique matter? Author : hufford t.j.; markart r.; saxe j.m. Authors: hufford t.j.; markart r.; saxe j.m. Citation: surgical endoscopy and other interventional techniques. Conference: 2012 scientific session of the society of american gastrointestinal and endoscopic surgeons, sages 2012. San diego, ca united states. Conference. Publication: (var.pagings). 26 (suppl. 1) (pp s274), 2012. Date of publication: march 2012. The objective of this retrospective study was to evaluate the differences in both outcome and cost in the two techniques in performing laparoscopic appendectomy, first method utilizing endostapler and endocatch bag and the second method employed the harmonic scalpel and an endoloop. A total of 114 patients (n = 81 for endostapler; n = 33 for endoloop) who underwent laparoscopic appendectomy were included in the retrospective chart review for a period of 6 months from january 2011 to july 2011. The two methods did not differ on abscess (endoloop = 12%, endostapler = 9%, p = .73) and return for complications (12 vs. 17%, p = .49). The authors concluded that endoloop and endostapler methods do not differ in clinical outcomes, but the endoloop is notably less costly.